Event description:
It was reported, one of the lumens (red) snapped off during a dressing change. Whilst staff were removing tegardem from below the statlock, staff felt the PICC lumen line bend and then snap on the red lumen side. The staff did not feel that they had used excessive force when removing tape. The PICC had to subsequently be removed and a new one inserted. No patient injury was reported.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a break is confirmed; however, the exact cause is unknown. Two photographs of a 5 fr dual lumen powerpicc solo catheter were returned for evaluation. An initial visual observation of the photographs showed a 5 fr dual lumen powerpicc solo catheter with a break in the extension leg tubing of the red lumen. The break was observed to be located slightly proximal to the molded joint. The profile of the break was observed to be at a slight angle. Blood residue was observed on the sample in the returned photographs. No further details of the break site could be discerned in the photograph. There were no distinguishing features in the returned photographs of the device which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes.